Event description:
The unit broke in half during a circumcision procedure. The physician was tying the string and the plastibell popped off and hit the physician in the chest. When the physician picked the plastibell off the floor, he noticed that the string had tightened around the patient's penis, cutting off the tip. The physician cut off the string from the patient's penis. The patient had to have an add'l surgery. The hospital has been using the product since november 2007. The physician has been using the product for 10 years. A review of the device history for this particular model and lot number was performed, and no abnormalities were discovered. A review of complaint history for this product reveals no similar incidents.